Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had noise resulting in oversensing, and inappropriate shocks. The s-ICD was programmed to secondary vector and noise was not reproduced during a follow up with multiple maneuvers. Boston scientific technical services (ts) discussed that the noise with high shock pacing impedance measurements is likely due to air entrapment and could also be due to a dry device pocket. Further analysis by engineering noted that shock impedance measurements remain high but stable and below the 400 ohm limit, noted to possibly perform an x-ray or review system placement since defibrillation testing was not performed. It was noted that the device was reprogrammed to primary vector configuration and remains implanted. No adverse patient effects were reported.

Event description:
Additional information noted that the electrode tip appeared displaced on x-ray which was how it was placed, no further actions were taken.